Manufacturer narrative:
This report is submitted on october 3, 2023.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The patient was then placed under general anesthesia on (B)(6) 2023, in order to perform integrity test. The implanted device remains. Explantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 09, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 01, 2023.